Event description:
It was reported that a (B)(6) male patient ((B)(6)) underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. It was reported that during an idiopathic vt case, a pericardial effusion was noticed in the patient. No pericardial effusion present pre-procedure. They noticed there was a pericardial effusion present when they were moving the ultrasound catheter by the ventricle on intracardiac echocardiography (ice). They did notice some high force on the catheter at one point prior, but there was no drop in blood pressure on the patient. The pericardial effusion was confirmed via tee. The medical intervention provided to the patient was a pericardiocentesis, and about 360 ml of fluid was removed. The patient was reported to be in stable condition. The physician believes that the cause of the issue may be due to catheter movement. Additional information was received on 8-apr-2022. It was reported that the patient fully recovered with no residual effects. The patient was admitted to the hospital for observation status post (s/p) pericardiocentesis the day of the procedure, (B)(6) 2022 and was discharged (B)(6) 2022. Other relevant tests such as follow up tee¿s showed no evidence of continued effusion. A transseptal puncture was not performed. Prior to noting the pericardial effusion, ablation was performed. The event was noticed during mapping, after a few lesions had already been given. There was no change in the patient¿s condition. The effusion was found incidentally when adjusting the ice catheter. An irrigated catheter was used in the event with the flow setting of 15/ml. No error messages were observed on the biosense webster equipment during the procedure. Graph, dashboard, vector, and visitag force visualization features were used. The visitag module was used, the parameters for stability used were 2mm, 3 seconds, 25% for 3 grams, 2mm tags. No additional filter was used with the visitag. Impedance color option was used prospectively. The force high issue was assessed as not MDR reportable. The issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low. Since the event (cardiac tamponade) is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).